Event description:
Weck sales rep received the report from the user facility in june 2003. The complaint alleges that the pt underwent a laparoscopic donor nephrectomy in 2003. Four hours post-op following the laparoscopic donor nephrectomy, the pt was rushed back to surgery. It was alleged that two hemolok clips placed on the renal artery came off resulting in bleeding.